Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 16 occurred when the customer was going to fill the cannula. The customer's blood glucose level was not impacted. It was noted that the customer was able to reload the cartridge and resume insulin delivery.